Manufacturer narrative:
The zoll console (s/n: (B)(4)) was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
While during use on a patient, it was reported that the thermogard xp ivtm console (s/n: (B)(4)) would shut off every 3-4 hours. According to the reporter, the attending health care professional had to restart the console several times in order to complete the patient's temperature management therapy. There were no patient consequences reported.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The console was functionally tested and the reported complaint could not be replicated. During the run mode, the device did not exhibit any alert or alarms. It was believed that the power supply might be the cause for the device shutting off. Therefore, a new power supply was installed and the console was placed in run mode for 24 hours. After 5 hours the device was functioning without any failure. However, unrelated to the reported complaint, after 24 hours testing the device displayed tcmid: 02 (ce danfoss error) message. The danfoss module was replaced and the system was placed on a 72 hours test cycle. In conclusion, although the reported complaint of the console shutting off was not confirmed during functional testing, the power supply was replaced to avoid re-occurrence of the device shutting off. Danfoss module was also replaced to remedy the tcmid: 02 error message. After the parts were replaced, the thermogard successfully passed the 72 hour testing. The console passed all tests and the device was returned to the customer.